Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the x-stage cover of the imaging system was damaged. Preventing movement in the x-axis direction. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
At the time of the system checkout a docking pin and two casters were replaced as well. No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.